Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.